Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au680 chemistry analyzer and identified maintenance issues as the detergent line was not fully inserted causing air bubbles, and the photometer lamp was due for replacement. The fse fully inserted the detergent line and secured with tie wraps, and replaced the photometer lamp to resolve the issue. (B)(4).

Event description:
The customer reported the generation of erroneous glucose patient results on their au680 analyzer. The customer stated that the patient results for glucose were not matching the glucose results of another unknown au analyzer. There was no report of change to patient treatment as result of this event. The customer did not provide any specific examples of the erroneous results.